Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant depressed vancomycin patient result was obtained on a dimension vista 1500 instrument. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant vancomycin (vanc) result on the dimension vista 1500 instrument. Hsc evaluated the information provided and the instrument data files. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. The cause of the event is unknown. The customer is operational. No potential product issue was identified. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed vancomycin (vanc) patient result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported to the physician. The same sample was reprocessed on the same instrument and a higher result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequence due to the discordant depressed vanc result.